Event description:
As reported by the user facility: IV was started and the stylet was laid down. The clip was only 3/4 up on the needle. When it was picked up a needle stick was received. The facility declined any information regarding the protocol bloodwork test results. The lot number remains unk. No further information is available.

Manufacturer narrative:
The actual introcan safety needle with clip involved in the incident was returned for evaluation. The safety clip was located on the shaft of the needle and had not deployed to the tip. The catheter was not returned. All safety clip dimensions that were able to be measured on the returned sample were checked and found to be within the design specifications. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer, b. Braun medical industries sdn bhd, in malaysia.